Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: contralateral side rupture and later capsular contracture, baker grade iii was reported.

Event description:
Healthcare professional reported exchange with no complaint against the device. Healthcare professional reported capsular contracture, baker grade unknown and later confirmed, baker grade iii. Record is for right side. Device has been explanted.